Event description:
It was reported that the customer had a blood glucose level of 488 mg/dl. The customer's blood glucose level was 478 mg/dl and 380 mg/dl. Customer stated that he treated his high blood glucose level with the insulin pump. The customer stated that he high blood glucose level was caused by eating more food than usual. The customer also reported received a calibration error and having issues with the sensor. The customer stated that the history showed two calibration errors, meter blood glucose now, and a change sensor message. No further information was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).